Manufacturer narrative:
Device is a combination product.  It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that chest pain occurred. In (B)(6) 2014, the patient presented with an unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was located in the proximal left anterior descending artery with 80% stenosis, and was 16mm long with a reference vessel diameter of 3.5mm. The lesion was treated by direct placement of a 3.50x16mm promus element stent. Following post dilatation, the residual stenosis was 3%. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, the patient was diagnosed with a cardiogenic chest pain and was hospitalized on the same day. The patient was being administered with medications to treat the event. Four days later, the outcome of the event was considered to be recovered/resolved.